Event description:
The olive tip of the aortic endoprosthesis delivery device was retained within the abdominal aortic aneurysm sac. Upon removal of the main body aortic endoprosthesis delivery device, the olive tip of the endoprosthesis delivery system did break off into the aortic aneurysm sac. Multiple subtraction angiograms demonstrated that the olive tip was remote from the sheath tips and inaccessible with snare.